Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that there was no external damage. During multiple flow and occlusion testing, the reported problem could not be verified. However, the root cause of the reported issue was found to be the customer released the clutch during an infusion causing the check clutch/ plunger lever error. Performed preventative maintenance on pump and added card retainer to bottom case.

Event description:
It was reported that there was a plunger failure, missing power cord retainer. No patient injury was reported.